Event description:
It was reported that the ilet screen became distorted and unresponsive while the patient was sleeping; the device could wake via the lock button but the touchscreen could not be used to unlock, consistent with an unresponsive key/button and implicating the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with the touchscreen resulting in unresponsive input. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.